Event description:
A valiant stent graft system was implanted into a patient for the emergent endovascular treatment of a leaking descending thoracic aortic ulcer. It was reported that the patient presented with chest pain. An angiogram revealed that there was a retrograde type a dissection from the suprarenal struts extending into the ascending aorta down to the level of the sinotubular junction. The patient has uncontrolled hypertension and this was controlled with nicardipine. The physician preformed open surgical repair for the type a dissection. A dacron graft was sewn into the aorta, then the aorta was cut and trimmed proximally to the sinotublar junction which was reconstructed with a double felt sandwich that was sewn in place and with bypass of the innominate artery and the left carotid artery. Per the operative report that cause of the retrograde type a dissection was due to the combination of the patient¿s tissue quality that was particularly friable and very poor and to the barbs of the stent graft. Per the physician, the cause of the event may have been due to over sizing of the valiant stent graft. No additional clinical sequelae were reported and the patient is fine.